Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device failing the plunger force accuracy test was determined to be a faulty force sensor assembly. Tech support advised biomed that the issue may be caused by a mechanical problem and recommended replacing the complete housing assembly. Biomed confirmed that all other sections passed except for the plunger sensor and stated they would proceed with replacing the force sensor plate assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failing plunger force accuracy. There was no patient involvement.